Event description:
This is a follow up report to include the results of evaluation of the returned complaint related product.

Event description:
It was reported to lifecell that the device was utilized during a laparoscopic paraesophageal hernia repair. The surgeon made a keyhole cut in the device, and inserted the device through the trocar port with a large amount of pressure. The device tore and it is the surgeon's opinion that the tear originated at the cuts (he) made to create the keyhole and the degree of pressure placed on the device was the cause of the tear. The surgeon stated this was not an issue of a defect in the device. The device was not implanted.

Manufacturer narrative:
Method of evaluation: review of the information reported; review of the device history record for lot s11038; review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from lot s11038. Results of evaluation: review of the device history record resulted in no remarkable findings, with no deviations associated with the nature of this complaint. To date, there were no similar complaints reported to lifecell against devices distributed from lot s11038. The device met qc release criteria including mechanical and tensile testing. Conclusion: lifecell reports this event as a malfunction with potential to cause or contribute to a serious injury due to operational context. The event is unrelated to the device. Evaluation is in process.

Manufacturer narrative:
Evaluation of the returned complaint related device was performed and concluded, as follows: based on observations and the description provided by the surgeon, the most probable cause of tearing in this device is the formation of a stress riser at the key hole cut edge. Geometric discontinuities can/could cause an object to experience a local increase in the intensity of a stress field. It is likely, when the device was placed under forced pressure, the edge of the cut key hole experienced a high level of stress and a tear was created and propagated. Conclusion remains the same. Lifecell reports this event as a malfunction with potential to cause or contribute to a serious injury due to operational context. The event is unrelated to the device.